Event description:
Invalid result (s). Customer reported he had 2 invalid tests. The 1st test with cov2020079 had no lines and the 2nd with cov2030023 only had a t line. He confirmed he performed the test correctly and put the sample in the s well.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Manufacturer narrative:
Final product manufacture and qc record for cov2020079 and cov2030023. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Please see the (B)(4) attachment for the results of cov2020079 and the (B)(4) attachment for the results of cov2030023. The test results of retention samples from cov2020018 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Customer reported he had 2 invalid tests. The 1st test with cov2020079 had no lines and the 2nd with cov2030023 only had a t line. He confirmed he performed the test correctly and put the sample in the s well.